Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the machine doesn't have a battery backup. Checked the machine and found machine have no battery back up. Further checked the machine and found battery need to replace first. Due to non-availability of bis certificate fse unable to order battery in india. Same intimate to the customer and they don't release the purchase order of battery. The probability of releasing the purchase order is very less due to unavailability of battery in stock.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) doesn't have a battery backup. There was no patient involved.